Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with loss of capture in a hvr episode noted via follow-up remote. Upon review of the episode, lots of signals in both the right ventricular, right atrial and leadless channel was noted which was suspected patient might have had an MRI during that time. Potential lead damage was also suspected. No further information available.